Event description:
Additional information received indicated that the issue was related to a thick shank in the ophthalmic knife.

Manufacturer narrative:
Additional information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event middle part of knife was thick and did not pass through cannula is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The FDA product code a010103 has been retracted. No further reports will be scheduled under mfg report num: 2523835-2025-01293. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the middle part of ophthalmic knife was thick and did not pass through cannula. The surgery was completed on the same day. Procedure details and patient impact were not reported. Additional information requested and none received till date.